Event description:
Health professional reported port replacement due to an alleged port leak. Follow-up is in progress. It is not known at this time how the leak was determined.

Manufacturer narrative:
(B)(4). Allergan has received the product however the analysis has not been completed at this time. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."